Event description:
Proper instruction not given to girl doing blood draw. She contaminated rptr with latex. (Supposed to be a latex free blood draw.) Rptr called ahead to be sure they had latex-free rpoducts for blooddraw and was told yes.